Event description:
Customer complaint alleges "resuscitation bag mask deflated. Unable to use product. It was found on inspection of code carts." No patient involvement reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual inspection was performed to determine if the sample had sustained any abuse/misuse/ damage. The cushion of the face mask is partially deflated with no visual signs of damage. Based on the investigation performed, the reported complaint was confirmed. The plastic face mask cushion is partially deflated. However additional testing in a bath of water did not reveal any leaks. There is no visual break in air tight continuity of the mask cushion. There is no evidence which would point the defect condition toward a manufacturing or assembly process. What caused the partial deflation cannot be determined. Over an extended period of time with variable storage conditions and temperature changes partial deflation could occur.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "resuscitation bag mask deflated. Unable to use product. It was found on inspection of code carts." No patient involvement reported.